Event description:
A caller reported a malfunction on their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who assisted with resetting the pump, but the malfunction code reoccurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.